Manufacturer narrative:
An event of aortic regurgitation due to chest pain and decreased cardiac function was reported. Also reported that the trifecta valve was explanted due to leaflet tear and pannus after seven years of implant. A more comprehensive assessment, including histopathological examination of the valve tissue, could not be performed as the device was not returned for analysis. Images provided by the field appeared to show a tissue valve outside the patient covered in blood like substance. There was white tissue seen on the stent posts and on the sewing cuff. One of the stent posts appeared to be bent. The device serial number was not provided, and therefore the device history record could not be reviewed. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported intervention is a result of surgical removal of valve. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2018, a 23mm trifecta¿ gt valve was implanted in the patient. The annular dimensions of the native valve? Was 24mm. On an unknown date in october 2024, an aortic regurgitation (ar) was confirmed due to chest pain and decreased cardiac function. On (B)(6) 2025, a leaflet tear and pannus was noted on the device. The valve was explanted and a new 23mm non-abbott valve was implanted. The patient was reported stable.